Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Batch: 3209587 batch creation date: 2023-07-28 batch expiration date: 2028-09-30 full UDI: (B)(4). Batch: 4081101 batch creation date: 2024-03-21 batch expiration date: 2029-06-30 full UDI: (B)(4).

Event description:
Material # 305127. Batch # 3209587, 4081101. Verbatim: the needle is getting stuck so the full amount of medication cannot be injected occurrences: 5 ea (between two boxes).

Manufacturer narrative:
(B)(4) follow up it was reported the full amount of the medication could not be injected. A device history record review was completed by our quality engineer team for provided material number 305127 and lot numbers 3209587 and 4081101. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
No additional information received.